Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('undergo major surgery / severe and permanent pain,pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping),chronic"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), visual impairment ("vision probs"), anxiety ("mental anguish") and pain ("general pain and suffering"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, menorrhagia and metrorrhagia had resolved and the fatigue, visual impairment, anxiety and pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pain, pelvic pain and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : following events were added : chronic dysmennorhea, back, abdominal, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), vision probs, fatigue, mental anguish. Outcome of pelvic pain was changed from unknown to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.